Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Patient identifier and weight information not available. (B)(4).

Event description:
The hospital reported manifold pressure sensor failure error during a case resulting in loss of mechanical ventilation. The patient was switched to manual ventilation. There was no patient injury.